Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: due to a pinhole on the air/water tube, water tightness was lost. Due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements. The adhesive around the light guide lens was peeled. The adhesive on the bending section cover was detached. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The universal cord had buckling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A service history review revealed no complaint was confirmed in the same device in the past one year from the occurrence date of this complaint. Although there being a gap between the acoustic lens and ultrasound probe and a gap of adhesive on the distal end and a stain entered inside the lens was confirmed through evaluation, a definitive root cause of the defects could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope balloon could not be inflated as water ran out where the rubber came over it. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap of adhesive on the distal end and a stain entered inside the lens through the gap, and there was a gap between the acoustic lens and ultrasound probe there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.